Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was blood leakage in the hemostasis valve. During the operation, a little blood leakage was found in the hemostasis valve. The hemostasis valve (gasket) did not dislodge inside the hub, nor outside the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. Approximately, 3 ml of blood was lost. A new device was used to complete the surgery and there was no patient injury reported.

Manufacturer narrative:
E 1. (B)(6) hospital. The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was blood leakage in the hemostasis valve. During the operation, a little blood leakage was found in the hemostasis valve. The hemostasis valve (gasket) did not dislodge inside the hub, nor outside the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. Approximately, 3 ml of blood was lost. A new device was used to complete the surgery and there was no patient injury reported. Photo analysis: according to the photo provided by the customer, fluid was observed with blood on the device port tubing. The issue reported by the customer was confirmed based on the photo received. The device has not been returned for analysis; therefore, it is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).